Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was kinked approximately 8.0 cm from the hub. The distal tip of the neuron max was damaged. Conclusions: evaluation of the returned device confirmed that the neuron max was kinked. This damage likely occurred due to improper manipulation of the device and its packaging during removal of the catheter. If the device is manipulated at an extreme angle during removal from its packaging, this type of damage may occur. Further evaluation revealed damage to the tip of the neuron max. This damage was likely caused by the packaging mandrel pinning the distal tip of the catheter to the plastic packaging tube. The packaging mandrel is fastened to the packaging card by penumbra, and is designed to remain on the packaging card during removal of the neuron max from the packaging. If this mandrel becomes separated from the packaging card and the neuron max is withdrawn through the packaging tube, the observed damage may occur. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the neuron max 6f 088 long sheath (neuron max) was kinked upon removal from the packaging. The kinked neuron max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new neuron max.